Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. A longitudinal tear was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. Review of the product specification indicating the rated burst pressure (rbp) of the complaint device was performed. With the reported information, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After optical frequency domain imaging was checked, ablation was performed with a 1.50mm rotablator rotational atherectomy system. The lesion was treated with two predilation using a 2.0x12 nc emerge and a 2.5 non-bsc balloon catheters. Following predilation, 2.25x32mm and 3.0x38mm synergy drug-eluting stents were deployed then a 2.75x12mm nc emerge balloon catheter was advanced for post dilatation. Post dilation on the distal side of the implanted stents was performed first. When post dilation was performed on the proximal side of the implanted stents, the balloon was initially inflated at 12 atmospheres followed by second inflation at 12 atmospheres and third inflation at 14 atmospheres. However, during the fourth inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed. No patient complications were reported.